Event description:
A healthcare professional called for help with her facility's elite meters. A patient's glucose was tested using one of the elite meters and the reading was 48 mg/dl. The patient was retested using the other elite meter and the reading was 220 mg/dl, which they felt was correct. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.